Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "chronic pain, rippling, envelope folds" and "minimal amount of liquid surrounding the implants."

Event description:
Patient reported left side "acute pain and discomfort" "inflammation in the left breast nerve" "muscle problem on the thorax" and "afraid." Healthcare professional reported "chronic pain" , "rippling, envelope folds" and "minimal amount of liquid surrounding the implants". Also reported "shortness of breath" which was determined not to be device-related. Device remains implanted.